Event description:
It was reported that there has been an increase in bleed through at this account since switching to stryker disposable cuffs. There were no adverse consequences or intervention associated with these events.

Manufacturer narrative:
The cuffs were returned to the MFR for quality investigation. Based on the eval results, the condition could not be confirmed. The unit works as specified.